Event description:
Device diagnostics were performed which showed low impedance (<= 600 ohms). X-rays were taken; however, the review by a company representative did not indicate any discontinuities. The device was programmed off. The patient's father wants to see if the patient's seizures return prior to surgical intervention to ensure that vns has been helpful. There was no trauma or patient manipulation that may have caused or contributed to the low impedance. Subsequent device diagnostics were within normal limits at 606 ohms. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Event description:
It was reported by an MRI technician that the patient's device was disabled. The technician reported that the device had been programmed off since "december 2017." The reason for disablement was indicated to be related to the previously reported pain and device being ineffective, likely related to the high impedance / low impedance previously reported. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's neurologist interrogated the generator and high impedance was found and the patient is having discomfort. The neurologist disabled the generator due to the high impedance. X-rays were reportedly viewed and found no discontinuity of the leads. Also, the neurologist stated that the vns system was programmed back on at some point and the previously reported issues with low impedance (reported as an initial report with the same MFR report number) had resolved. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Event description:
It was reported that the high impedance was found to have resolved and the patient's discomfort was not related to vns. There was no known physical trauma that may have contributed to the high impedance. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.